Event description:
During routine monthly testing of our resuscitation bags, we experienced a failure during the forced expiratory flow test in 1 of 8 units. Manufacturer: ventlab corporation model af5100 series, part # af5140mbp, lot #66762, mfg 03/07.